Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple altitude alarms occurred. There were no notable events or reported altitude changes that preceded the alarm. The customer's blood glucose level was reportedly 189 mg/dl at the highest. Reportedly, the alarm cleared after approximately two hours and the customer was able to resume insulin delivery.